Event description:
It was reported that the 9800 system had a high capacity disc error failure error message. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The cine drive was formatted during the service call. The system was tested and found to be working as intended, and put back into service.